Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See medwatch 2210968-2009-00014. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a lysis of adhesions procedure in 2009. Three days later, the patient went to the emergency room with redness, itching, a rash on her abdomen and blistering of the skin around the incision. The topical skin adhesive was removed, and the patient was placed on oral antibiotics. Four days later, the patient was placed in the hospital for IV antibiotics and she continues to take those medications.